Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the air in line printed circuit board was out of calibration.

Event description:
Failure code 810:11 was found in the event history during the product evaluation. It is unknown when this failure code occurred or if there was a patient injury or medical intervention necessary.